Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial lead could not be positioned correctly and dislodged several times. The lead was no longer used and replaced successfully. The patient was in stable condition throughout the procedure and was discharged the following day in stable condition and would be followed remotely and in-clinic visits.